Manufacturer narrative:
In summary, we cannot determine why there was limited bone growth in this particular pt. There was enough bone to place the implants and the issue did not prevent the pt from having a good outcome.

Event description:
Dentist reported that he had placed healos 6 months ago at the lower right mandible ridge. He used a membrane and had primary closure with suture. When he revisited the site, the membrane was present but there was no healos material and limited bone growth. There was good healing of the soft tissue. Doctor was able to place the implants in the bone and the pt had a good outcome. If this were to recur and the bone not form it could result in the need to additional intervention. As a less than optimal outcome was reported, an MDR is filed to document this event.